Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported that the screen display is really light, the user can barely see what the unit is displaying. The customer contacted product support and requested for service repair. Product support provided parts ID for 2nd gen ui assy. And discussed installation per the manual. Provided 2.10 software with manual reference to installation. Discussed required testing after repair. The customer reported that the unit was not in use on a patient. The issue was found during setup. No delay in therapy and no medical intervention reported. The biomedical engineer replaced the user interface assembly to address the reported issue.